Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image was changing colors, and the surgeon was unable to see during a diagnostic kidney transplant, involving an olympus endoeye flex deflectable videoscope. The procedure was completed with an olympus back up device. There was no patient injury reported.